Manufacturer narrative:
This report is submitted on july 4, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a dislodgement of the internal magnet during an MRI scan on (B)(6) 2017 (tesla strength not reported). The patient is currently being clinically managed by their healthcare provider.

Manufacturer narrative:
It was reported that the magnet replacement was completed on (B)(6) 2017.